Manufacturer narrative:
The customer's report was observed and attributed to a missing o-ring from the o2 inlet filter. It could not be firmly established how the o-ring became missing. A new o-ring was installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was found to have an improper flow. Complainant did not indicate that there was any patient involvement in the reported malfunction.